Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, the subject device was broken. In the evaluation of omsc the following was confirmed; gap of adhesive on the distal end. Air/water leakage from the insertion tube. Reduced angulation. Crack or scratch of the light guide lens. Irregularities in appearance of the adhesive on the bending section. There was no report of patient injury associated with the event.